Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right ventricular (rv) lead, the physician encountered placement difficulty. When the lead was fixated, high thresholds, poor r waves and undersensing were observed. The physician attempted to reposition the lead but was unable to dislodge it and decided to complete the procedure. The rv lead remains in use and no patient complications have been reported as a result of this event.